Event description:
It was reported that one day post routine device change out, the pacing lead impedance increased and there was no capture. The patient is not pacemaker dependent. Diagnostic imaging and pocket manipulation were performed and no abnormalities were observed. Attempts to obtain further information and resolution have been unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.